Event description:
The ovarian vessel was transected with the device. Vessel was not sealed which required the surgeon to use another vessel sealing device. No pt harm was reported.

Manufacturer narrative:
Analysis determined the top and bottom jaws contact the ceramic hub when fully closed. However, the device still activated to the correct generator default setting, coagulate and cut to MFR specifications with no problems noted.